Manufacturer narrative:
(B)(4). Batch # l54u21. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were all tissue layers present in both donuts when inspected? What is the current status of the patient?

Event description:
It was reported by the affiliate that during an intestinal transit reconstruction procedure, during the first anastomosis, the device cut but didn't staple. It was made a new anastomosis with new difficulty and the device locked. After insistent manipulation, the surgeon completed the procedure; however, there was failure in the stapling of the anterior wall. It was necessary to perform a manual suture. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Manufacture date: 10/14/2014. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.